Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette. There m31 air detected in cassette alarms prior to leak last night. When the patient cancelled out that treatment session they found fluid leak. The patient called in to report the issue after speaking with his peritoneal dialysis registered nurse (pdrn). The sample was discarded. The patient was advised to use the cycler for next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette.; fluid leaked from the cassette. There m31 air detected in cassette alarms prior to leak last night.. When the patient cancelled out that treatment session they found fluid leak. The patient called in to report the issue after speaking with his peritoneal dialysis registered nurse (pdrn). The sample was discarded. The patient was advised to use the cycler for next day's treatment and to call if they encountered any issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.